Event description:
It was reported that the patient presented to the clinic with intermittent capture noted on the right atrial (ra) lead. Noise was found with left arm movement and the thresholds were high and variable. Far field r-wave (ffrw) oversensing and possible undersensing with low p waves was also seen. A chest x-ray that had been performed at an earlier date showed that the lead appeared to have moved. The lead was reprogrammed, a chest x-ray was performed, and then the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant product: 4092-52 lead, implanted: (B)(6) 2002. (B)(4).